Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen via an implantable pump. It was reported that a technician checked the pump post magnetic resonance imaging. The pump was almost empty but the hospital would not refill it due to a pump site infection. It would be explanted at some point while the patient was hospitalized. It was unknown if external factors were involved. Surgical intervention was planned but not yet scheduled. The event was not resolved.